Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an shoulder ligamentoplasty the arthrex anchor ar-1927bcf-1 broke inside the patients shoulder. According to the surgeon the broken fragment remained inside the patient. The procedure was completed successfully. No further information at the moment. Update (B)(6) 2019: the surgery was completed successfully with a new device of the same part number. There was no second surgery necessary.